Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. (B)(4).

Event description:
It was reported the patient experienced a problem with her upicdsy-5.0-CT-nt. One lumen was still working but the other lumen was not flushing correctly and could not be used for drawing blood. Additional information received identified attempts using heparin were able to get the second lumen working "some of the time". Subsequently, the purple lumen (patient is not sure if this is the same lumen that could not draw blood before) began pulling air "indicating that it was cracked". Additionally, when clamped and flushed, saline sprayed out where the tubing connects to the purple hub. The patient did require an additional PICC placement procedure due to this occurrence. The patient is frustrated by the constant need for replacement. She is also upset that after so many replacements, future pick placements will likely need to be placed in her neck due to all of the replacements. Reference MFR. Reports: 1820334-2017-03085 & 1820334-2017-03086.